Event description:
It was reported that high impedances were measured to greater than 5,000 ohms on one pair. Impedances were retested at 3.0v and the high impedances were resolved. The patient was in the emergency room and was having an MRI for a fall the patient sustained. The MRI was being used as a diagnostic tool for head trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. (B)(4).